Event description:
Reportable based on product analysis completed (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci), shaft kinked occurred. The 90% stenosed lesion was located in the moderately tortuous proximal right coronary artery (rca). Upon introduction of the 10 x 3.5 mm flextome cutting balloon into the patient, it was noted that the shaft kinked near the hub. The procedure was completed with another same device. No patient complications were reported and the patient's status is good. However, returned product analysis revealed the shaft was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by mf.: the device was returned in two sections as a result of a break in the hypotube located 40 cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Blood was present within the guidewire lumen. There were no issues with the balloon or blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).